Event description:
A biomedical engineer reported loss of suction and noises coming from the system's motor area were noted during surgery. There was no pt impact reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).